Manufacturer narrative:
Follow-up # 1 date of submission 09/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/11/2016 with the following findings: during investigation, a review of the pump¿s black box and alarm history showed cs 088 call service alarms. During testing, the cs 088 alarm occurred that would not clear. The pump was opened and moisture damage was found on the printed circuit board. Unrelated to the original complaint, the pump case was observed to be cracked near the top right corner of the display and between the keypad and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that the pump emitted multiple cs 088 call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.